Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had slept on the pump and the pump touchscreen became cracked. Recently, the pump fell off the top of the car and the crack worsened and there were "scuffs" on the pump casing. Reportedly, the touchscreen turns on, but was no longer responsive. Blood glucose level was 218 mg/dl. The customer reverted to using insulin injections for insulin therapy.